Manufacturer narrative:
No customer returns were available. Retained file kits of architect anti-hcv reagent lot number 95367li00 (manufactured with the same material as lot 95371li00) were tested in a control setup. The lot was calibrated on three instruments and the calibrations met instrument specifications. To evaluate reagent performance, 18 replicates of positive control and negative control were tested across three instruments. All values were within the package insert specifications. To evaluate the sensitivity performance, a retained reagent kit of architect anti-hcv reagent lot 95371li00 was tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lots is negatively impacted. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the positive control were tested with both lot numbers. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values and positive control values met specifications. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing twenty commercially available seroconversion panels with lot 95367li00. The seroconversion panel results were compared to architect anti-hcv reagent lot number 94020li00. The two lots detected the same bleeds as reactive for the seroconversion panels in comparison to the architect anti-hcv reagent lot number 94020li00. Based on results of the investigation, it was concluded that the architect anti-hcv reagent lot number 95371li00 meet the performance specifications for the controls and sensitivity. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that control values are lower using architect anti-hcv reagent lots 94361li00 and 95371li00 compared to the previous lot in use. A patient that tested (B)(6) in (B)(6) 2019 using a previous lot is now testing (B)(6) with lot 95371li00. No adverse impact to patient management was reported.